Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil. The physician then was unable to advance a smart coil at all within its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Resistance was encountered while attempting to advance the pusher assembly within its introducer sheath and the smart coil could not be advanced any further. Conclusion: evaluation of the returned smart coil revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such a kink may occur. Further evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal through the introducer sheath friction lock, resistance will likely be experienced. The root cause of this could not be determined, however, it likely contributed to the resistance experienced and prevent the smart coil from being advanced within its introducer sheath during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.